Event description:
The customer reported non-reproducible false positive troponin I (access accutni) results for an unspecified number of patients involving access 2 immunoassay system. Upon retesting, the customer obtained results within the normal reference interval. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer has a proactive procedure to verify unexpected results prior to releasing reports out of the laboratory. The laboratory proactive procedure states, all positive troponin I results that fail delta check or any initial positive (0.06 - 0.5 ng/ml) are retested prior to reporting. The initial results are not released from the laboratory until the repeat testing is complete. The customer did not indicate instrument issues.

Manufacturer narrative:
Service was declined as the customer did not question system performance. A definitive cause of the event is unknown.